Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not working on ac power. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. A getinge field service engineer (fse) upon inspection, found that unit would work properly on battery power only. Once unit was plugged in the on/off button was inoperable and unit would not charge. If the unit was off and the plug inserted into ac outlet, the unit would power on without pressing the on/off switch. The boot screen would not progress to the clinical app. The unit would then fail to load and begin to alarm. The blue circle indicator would not progress, only spin continuously and unit would alarm until the plug was removed from ac outlet. After additional troubleshooting found that power management board was the issue. Replaced the power management board and verified normal functionality when operating on ac and battery power. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received the part power management board with a reported unit failure of the cardiosave not working on ac power. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed. This board is obsolete and no longer able to be tested by a supplier. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq." The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Parent aware date - 11/30/2023.